Event description:
Event description boston scientific crm received information that the patient with this transvenous defibrillation lead presented to the hospital due to a decrease in blood pressure. An ultrasound confirmed that this lead had perforated the heart muscle. A procedure was planned to revise the lead. It is not known at this time if evacuation of the pericardial fluid is planned.